Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 55.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.3-13.5cm from the ring electrode. Internal insulation abrasion was noted at 8.4-9.7cm from the ring electrode. The etfe coating was intact at these locations. Internal insulation abrasion as noted at 6.5-7.1cm from the ring electrode. The etfe coating was abraded at this location.

Event description:
It was reported that the lead was explanted due to externalized conductors.